Manufacturer narrative:
Inspected four opened/used enlite sensors and performed visual inspection and found one of four sensors cannula retracted and needle broken, a half is attached to needle hub. The three remaining sensors performed bicarbonate buffer test and found one of three failed per specification with low readings, two remaining sensors passed per specifications with accurate readings. Also no burrs/hooks, dull tip or bend found with three remaining needles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had 4 sensors fail. The customer stated that two of them had the needle break during insertion and he had calibration error alerts with the other two. The customer explained that when he removed the serter from the sensor the needle hub came off with the serter and the sensor and the needle were both left in his skin. The customer removed the sensor immediately and removed the needle hub from the serter with tweezers. Blood glucose value is unknown. The sensors would be replaced and returned for analysis.